Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent unexpected resets occurred. The customer was unable to recall the exact event dates. There was no reported impact to the customer's blood glucose level. The customer had manual injections available as alternate insulin therapy.